Event description:
Customer reported the touch screen is not working and the wheels on the monitor cart are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the wheels and cleaned debris from the monitor and touchscreen. System operates as intended.